Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient¿s ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.